Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had come down to biomed twice in the last month with the same issue, which were ¿communication module intermittent connection¿ and error code 46440 with a red background which typically indicates a faulty downstream occlusion (dso) sensor. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 7/22/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿communication module intermittent connection¿ and error code 46440 with a red background" cannot be replicated or confirmed. The probable cause of the report error was the wi-fi module. Performed calibration and preventative maintenance (pm) on the device (without wi-fi module). The device passed all functional tests after the repair. A secondary investigation is being conducted on the wi-fi module. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.